Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item number 01001851xx, item name metasul ldh head adapter, lot # unknown. Item number 0100181xxx, item name metasul ldh head, lot # unknown. The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. No further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Therefore, zimmer (B)(4) considers this case as closed. (B)(4). Product references not available.

Event description:
A patient is pursuing a product liability claim, as he underwent revision surgery due to pain, tannish gray material consistent to metallosis, fibrous ingrowth and discomfort due to loose acetabular component.